Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while attempting to change ilet pump supplies, the user received an ¿unable to proceed¿ alert during fill tubing consistent with an occlusion, and during a dry run the agent was able to advance fill to 165 units; the event involved the tubing component, with noted lots for cartridge, connector, and coding device, and blood glucose was affected with a reported value of 215. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a complete blockage associated with the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.